Manufacturer narrative:
The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a titanium transfer set leaked. This event occurred during use with patient involvement. This event occurred during the use of a uv assist device. The titanium transfer set was exchanged with a new titanium transfer set. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Titanium transfer set.

Manufacturer narrative:
The device was returned and the evaluation is complete. Visual inspection was performed with naked eye. Functional testing included underwater leak testing, clear passage testing and clamp function testing. Functional testing noted a leak from the tubing. The reported condition was verified. The cause was determined to be a hole in the tubing approximately a half-inch from the closed sleeve. The cause of the hole was not determined. Should additional relevant information become available, a supplemental report will be submitted.